Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that patient implanted with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. Interrogation of the device shows the message; "pg indicates presence of magnet". Boston scientific technical services (ts) advised turning off enable magnet feature and reviewing the electrogram (egm) features. Additional information was provided that the device was programmed to not disable therapy with placement or presence of a magnet. The patient also noted at that time that they underwent a surgical procedure in the recent past. It was noted that the rest of the device interrogation revealed normal device function. No further adverse patient effects have been reported.